Event description:
Event description cpi received information that patient with this implantable cardioverter defibrillator (ICD) was presented to clinic feeling 'symptomatic' with an accelerated heart rate. Upon interrogation the device displayed an error message indicating that a memory failure was detected that was unable to be corrected. Further telemetry was unable to be established with the device.